Manufacturer narrative:
Philips was made aware of damage to a patient pallet on (B) (6) 2009. The extent of the damage, via photographs, appeared to be superficial (cracks), but could not be confirmed until the pallet was returned for evaluation. The defective pallet was returned to the philips - (B) (4) facility for evaluation. It was determined on 02/18/2009 that the cracks on the upper patient pallet were not superficial and may lead to subsequent failure of the pallet, causing potential serious injury to the patient. The pallet will be sent to the supplier for further investigation. (B) (4)

Event description:
While a (B) (6) patient was being scanned, the upper patient pallet on the precedence spect/CT system exhibited damage. There was no injury to the patient.